Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported volume discrepancies and symptoms initially began in mid (B)(6) (2019) while hospitalized. Regarding diagnostics/troubleshooting performed related to the volume discrepancies and possible overdose event, the hcp stated no diagnostics were performed. The hcp collaborated with a manufacturing representative and the nursing staff to stabilize the patient. Regarding the cause of the volume discrepancies, the hcp stated on (B)(6) 2019, the pump was possibly filled with 20 milliliters versus 40 milliliters. The pharmacy issued 20 milliliters. The hcp stated this was still under investigation. Regarding the cause of the possible overdose, spasticity, and symptoms of lethargy, less responsive, and clamminess, it was reported this was a possible baclofen overdose due to a lapse in treatment associated with the empty pump. The patient was hospitalized as a result of the event. The hcp stated an overdose event was not confirmed and reported that the medication was being delivered as prescribed. It was reported interventions were taken, per the hospital staff, however, the interventions were not specified. Regarding the report that the magnet was removed and the pump was still showing a stall, the hcp stated the patient was not under their care at this time. It was reported the patient had recovered. The hcp stated the pump was reportedly operating well. The patient was not under their care at the moment. The patient's next refill date was scheduled for before (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 450.6 mcg/day via an implanted pump for an unknown indication. It was reported the actual residual volume (arv) was less than the expected residual volume (erv). Regarding the arv, they pulled out ¿basically nothing¿ and the erv was 12.8 mls. It was reported that the previous refill was on (B)(6) 2019 and at that fill they were expecting 12.7 mls and got back about 14 mls. The pump was filled with 40 mls at the time. It was noted the patient was back for a refill on (B)(6) 2019 and the erv was 12.8 mls and ¿they pulled out drops or basically nothing.¿ the patient was having some spasticity come back, but they filled the pump and increased the dose to 562.9 mcg/day. The patient came into the hospital on the date of this report with symptoms of lethargy, less responsive, and was clammy. It was reported possible overdose occurred. Prior to the call, troubleshooting included that they put a magnet over the pump to stop it earlier this afternoon and now planned to put it at minimum rate. The event date was (B)(6) 2019. However, it was also reported the event/difficulty occurred on (B)(6) 2019 during normal use. Additional information indicated the pump was programmed to minimum rate. The magnet was removed about an hour ago and pump was still showing a stall. It was reviewed that at minimum rate mode it was going to take a lot longer for stall to recover. The patient¿s status was ¿alive- no injury¿. No further complications were reported/anticipated or expected. Additional information was received from a company representative (rep) indicated the rep did not suggest a magnet be used. It was noted the rep was unaware of what caused the issue other than he ¿guessed¿ that the pump was only filled with 20cc¿s vs. The 40cc¿s that the pump may have been programmed to. It was reported the amounts added up and the patient had increased spasticity during the time the pump would have run dry, even though the pump still thought it had meds in it. When the patient came in for a refill and reported increased spasticity, the account refilled the pump and increased it by 20%. This most likely put the patient in an overdose situation. This was just speculation from the rep. However, the rep did relay this information to the nurse practitioner. The rep had heard no further information regarding this issue. No further complications were reported/anticipated or expected. Additional information was received from the healthcare provider (hcp). The hcp stated they did not know the cause of the volume discrepancies. The hcp looked through the medical notes and did not see a cause. The hcp stated they would follow-up with the nurse practitioner and have that hcp provide additional information.

Manufacturer narrative:
(B)(6)2019. The patient had experienced the symptoms of possible overdose, lethargy, less responsive, and clammy following their pump being empty. The physician clearly reported that the medication was being delivered as prescribed and that the pump was operating well. (B)(4). If information is provided in the future, a supplemental report will be issued.